Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complaintant alleged that during biomed testing, the device displayed an unknown "self check failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference device evaluation: the device was returned to zoll medical canada's service department and the customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including full functional testing without duplicating the report. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complaintant alleged that during biomed testing, the device displayed a "off set self check failure - 1174" message. Complainant indicated that there was no patient involvement in the reported malfunction.